Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 498 mg/dl. The customer treated herself with a manual injection. The customer stated that she also received a no delivery alarm. The customer was unable to troubleshoot at the time of the call. The customer stated that she had already done a complete set change the night prior after receiving the alarm. Advised to call back at the time the alarm occurs. The customer stated that she would monitor the issue and that she would call back when she had time in order to troubleshoot the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.